Event description:
It was reported that the top is broken off and the fragment was removed. The doctor used the reamer with guide wire and suddenly the tip of the reamer was broken. The doctor removed the fragment completely. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The fracture surface face is homogenous which indicates material conformity. The given information indicates that the reamer tip must have been in contact with the guide wire and broke off due to an overloading situation during drilling. Such problems can occur if the guide wire is slightly bent what could lead to contact. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. The investigation results concluded that the reamer tip must have been in contact with the guide wire and broke off due to an overloading situation during drilling. Thus, the device failure is related to the conditions of use and operational context contributed to this event.